Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 87% stenosed, 3.2mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion contained <=45 degrees bend. Pre-dilation was performed using a non-bsc balloon catheter, leaving 82% residual stenosis in the lesion. A 20x3.50 promus premier¿ drug-eluting stent was advanced; however, it was noted that the stent was dislodged from the stent deliver system. The whole system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.